Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as onset, the patient began treatment with an injection fortum (1 gram, frequency and route not reported) and vancomycin (2 gram, frequency and route not reported) for peritonitis. At the time of this report, treatment with fortum and vancomycin were ongoing and the patient was recovering. Action taken with dianeal therapy was not reported. No additional information is available.